Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient felt a tug while rolling over in her sleep four days after implantation of the drg system and afterwards was no longer feeling stimulation. X-rays were taken and confirmed the lead implanted at the l5 vertebral level had migrated. The lead was explanted and replaced and effective therapy was restored.